Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step of active exhalation control valve. There was no harm or injury reported. The ventilator was returned to the third party service center for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor, system board, blower assembly, oxygen blending module subassembly needs to be replaced to address the issues.

Event description:
The manufacturer received information alleging a ventilator failed a test step of active exhalation control valve. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.